Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer obtained a reading of 562 mg/dl when she was feeling hypoglycemic symptoms. Customer took 20 units of novolin even though she felt low blood glucose symptoms. Customer stated that she started to feel worse so she called her doctor, who in turn called an ambulance. Customer stated that the ambulance tested her on their meter and obtained a reading of 41 mg/dl. Customer tested on her meter within 2-3 minutes and obtained a reading of 245 mg/dl. Customer was treated with a "sweet jell pack" by the emts and felt better in less than 5 minutes. Requested return of suspect device and replacement was sent.

Event description:
Customer alleged blood glucose results of 73 mg/dl on the advantage system compared to 29 mg/dl on a professional meter when tests were performed back-to-back. The customer reported the comparison was performed by emts who had been summoned due to the customer's hypoglycemic symptoms. The customer reported the emts treated him with a jelly-like substance and transported him to the hospital where he was treated with a "shot," juice, and more of the jelly-like substance. The suspect device is not available for return; replacement products were sent.